Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Despite using 2 hex wrenches, the setscrew on the pacemaker header was unable to be screwed with enough resistance to advance the setscrew to a point of tightness and click. The pacemaker was removed and replaced. The patient was in stable condition.